Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the pcb is defective which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The provider states the o2 sensor stopped working.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the o2 sensor stopped working.